Manufacturer narrative:
(B)(4). Reprt source: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during incoming inspection, the product was found to have penetrated its packaging. There was no patient involvement. It was reported that further information is available.

Event description:
Upon reassessment of the reported event, it has been determined that the device does not have a sterile barrier to be compromised as it is a non sterile product. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, h2, h3, h6 reported event was confirmed by review of the returned product. Visual evaluation of the returned product found the device has punctured the non-sterile packaging tubes. This complaint has been confirmed by evaluation of the returned product. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Device history record (DHR) was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. Upon reassessment of the reported event, it has been determined that the device does not have a sterile barrier to be compromised as it is a non sterile product. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.